Event description:
It was reported that during the replacement of the pacemaker of this patient, the right ventricular (rv) lead was accidentally cut by the physician while widening the pocket. Consequently, the lead was capped and surgically abandoned and a new rv lead was implanted. No adverse patient effects were reported. Additional information regarding no-product return analysis was performed and code "unintended use error caused or contributed to event" was selected for this event.

Event description:
It was reported that during the replacement of the pacemaker of this patient, the right ventricular (rv) lead was accidentally cut by the physician while widening the pocket. Consequently, the lead was capped and surgically abandoned and a new rv lead was implanted. No adverse patient effects were reported.